Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 271mg/dl and wanted to know if the insulin pump is functioning properly. The caller mentioned that she had a stomach virus and was dehydrated. Troubleshooting was performed, and no damage to the drive support cap noted. The time, date, basal rates, and bolus wizard settings were correct. Assisted the customer to run a manual prime test and the insulin did exit. Performed a high pressure test and the test passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.